Manufacturer narrative:
H.10: this is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This will cause damages to the cooling compressor. Corrective action is already in place for this issue. The erosion kit upgrade was performed on the device and includes the new design of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than one year after the upgrade and most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Manufacturer narrative:
The device has been removed from service and a loaner has been provided to the customer.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to have an high leakage current. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative traced the issue back to a defective cooling compressor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.